Event description:
It was reported via repair work order that the head motor stopped working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results provided by customer which determined the fowler was inoperable due to damaged fowler motor. Sent customer fowler motor kit for them to install. Evaluation performed by customer.

Event description:
It was reported via repair work order that the fowler was inoperable due to damaged fowler motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.